Event description:
The physician used a wilson-cook cotton cannulatome. While bowing the device during the procedure, the cutting wire detached. An attempt to retrieve a portion of the cutting wire was not made. No patient injury was reported.